Event description:
I'm a type 1 diabetic that uses dexcom g7 and omnipod 5. For omnipod 5 box lot number ph1u, I used 3 out of 5 pods from this box. The 3rd one I took out the same day I inserted it. I have many screenshots of my data to show my highs beginning to go crazy high and stay at a higher glucose range. I'm aware of the recall of certain lot numbers, and according to omnipod themselves, my pod lot number is unaffected. However I reached up to 300 glucose, and again, have been having way more highs or sitting higher than I normally do. After being on hold for hours with omnipod, I was finally able to request a new box of 5 pods to replace my current ones, and will be sending the rest of my current box to omnipod. However, I wanted to make this known as I feel this is in fact related to the recall, and that this lot number may need to be added. Also got flirted with by the representative, which I found to be highly unprofessional and inappropriate. Waited 3 hours to be flirted with when I'm trying to get new pods. I did not go to the doctor for high glucose, as I have alternate options and plans in place for events like this, so I already knew what to do to take care of myself. Products will be sent to omnipod, as they were contacted by me first, and they want the pods back for evaluation, so I will be putting no on if I have the product. I do have 4 other boxes of omnipod pods that were "not affected" and have put a new one of those on from to see if they will work correctly or not. This is the highest event I experienced, and I have a screenshot of that days glucose results from dexcom if needed. There were multiple high events. Normally I go low. Also I stay around 120 when glucose is steady, but for the last week I've been at around 150 to 180 steady, but that's too high for my normal.